Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, in an ophthalmic operating console when the laser fiber connected to the laser module, the laser footswitch was not functioning properly. The 'ready' and 'standby' buttons kept switching automatically and affected the surgery. The problem remained after reset as well. The surgery was completed by controlling the buttons manually on screen. There was no harm to the patient. Additional information received clarified that event occurred during a vitrectomy surgery.

Manufacturer narrative:
The system was examined. And the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively, as the system was found to have met specifications. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).